Event description:
It was reported that the patient had complaints of shortness of breath and received inappropriate therapy for atrial flutter with rapid ventricular response. Patient was placed on medication therapy. No further information is available.